Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported up-trending lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted controller event log file contained events from 26may2024 through 07jun2024. Low flow events were captured intermittently on 29may2024. No other notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was asymptomatic but had a lactate dehydrogenase (ldh) rise treated conservatively. Log files were submitted for review and captured on (B)(6) 2024, some low flow events. The calculated flow appeared to have fluctuated below the alarm threshold of 2.0 liter per minute (lpm). Some of the low flow events were not sustained for long enough to activate the audible alarm. The low flow events occurred at times when the pulsatility index (pi) was elevated. The low flow events seemed to be a patient related issue and not an equipment related issue. The pump appeared to be functioning as intended. There were no low flow events after (B)(6) 2024. No additional information was provided.